Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) reported the failure of the device, the information of which is given, was encountered during maintenance. When the device was visited for maintenance, it was observed that it gave the error message ¿autofill failure¿. Operation/repair was detected in the safety disk part of the device. It was observed that the device could not complete the ¿safety disk leak test¿ and ¿k6, k6a, k7, k8 leak test¿ stages from the tests on the service page. The safety disk, which is one of the life-long parts of the device, needs to be replaced, since the relevant part is a life-long part, it is specified in the maintenance report. In order to eliminate the fault of the device, the life-long parts must be replaced first, if the fault continues, an additional examination will be performed. The current state of the device is not suitable for clinical use. The safety disk (d997-00-0985-01) has been replaced. The device has been tested. The specified autofill failure malfunction of the device has been resolved. The device's service page tests have been completed successfully. The device has been tested. The device is suitable for clinical use. 24.12.2024: 5000h maintenance kit (d040-00-0147) has been applied to the device with the information given. The device has been tested with a trainer and test catheter. The tests on the device's service page have been performed, the device completes the tests successfully. The device is delivered to the user in working condition, the device is suitable for clinical use.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is medipolitan health and education service. A. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had autofill failure error, failed safety disk leak test and k6, k6a, k7, k8 leak test during maintenance. There was no patient involvement.